Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following a cataract extraction with intraocular lens (iol) implant procedure, the patient developed endophthalmitis after surgery. The progress was not known because the patient was transferred to another hospital. Additional information has been requested and received stated that the patient was transferred to another clinic for vitrectomy surgery and the treatment is continuing. No further information available.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received stated that the patient was prescribed with steroids, antibiotics, non-steroidal anti-inflammatory drugs and subconjunctival injection for the treatment of endophthalmitis, patient also experienced hyperemia, corneal edema, anterior chamber cells and flare, fibrin, posterior synechia and tass (toxic anterior segment syndrome). The outcome of the events was unknown. No further information available.